Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the mr290 chamber revealed that a hairline crack was observed on the spike shaft below filter seat. Conclusion: the reported event was likely due to hairline crack observed on spike shaft. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. In addition, pull testing is performed periodically to verify the strength of the water feedset tubing. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water during patient use. There was no reported patient consequence.